Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. Based on the results from the product and batch history record the product met release criteria root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A customer reported an intraocular lens (iol) was stuck in a cartridge. The lens was destroyed by pressure, therefore, a backup lens was used to complete the procedure. Additional information was requested.